Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was intermittently continuity working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Small amounts of tissue and charred blood were observed on the heating element. A microscopic inspection determined that the heater wire is slightly flexed away at the center of the hot jaw. The wire remained in place at the tip and the base of the jaws. No other failures were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after 18 seconds of sustained activation. Based on the results of the evaluation, the reported failure "intermittent continuity" was not confirmed but was confirmed for analyzed failure "bent; wire". Specific actions for the analyzed failure "bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was intermittently continuity working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.